Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many procedures were involved in this complaint? For each procedure please provide the following information- event date, product code, lot number, quantity of devices that had needles pull off, event description stating when each device had the issue. How was case completed? Any adverse patient consequences and what medical/surgical treatment was provided to manage them? Are any device available for evaluation?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. They are having issues with needles popping off of suture while using. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.